Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the ipg pocket was relocated and a new ipg was implanted. The doctor examined the explanted ipg and felt the ipg header was loose. The issue was resolved.